Event description:
New information received notes that non-sustained right ventricular oversensing due to myopotential oversensing was observed again. Further programming changes were made.

Event description:
It was reported patient had two non sustained right ventricular oversensing events that caused a merlin.net transmission alert. Myopotential oversensing was suspected. Programming changes were made. No other adverse consequences were reported.